Manufacturer narrative:
Section a5: ethnicity: provided as indian subcontinent. Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Device evaluation: the device was not returned at the manufacturing site as the lens remains implanted; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with bilateral intraocular lens (iol) implants is experiencing cloudy/blurry in lateral vision and flickering of the lens when blinking. Through follow up, it was learned that the patients peripheral vision is blurry in both eyes, feels like when you are seeing under water. The patient reported he first observed the issue on day one. His vision was blurry, but expected it right after surgery. Then the blurriness continued weeks after. The right eye is getting worse, central vision is fuzzy. When the patient blinks, the lens feels like it flickers/can feel flickering in both eyes. Both in his lateral and inferior view, he can see edge of lens, like at the rim in his field of vision. The patient's doctors are not sure what's causing the flickering issue. The patient has seen his optometrist, ophthalmologist, and another third opinion doctor. Two out of the three doctors believe the patient may have pco, but they are not sure. And they also think it is too soon to do a yttrium aluminum garnet (yag) or laser and do not want to treat it with a laser or yag in case it turns out not be pco. The patient reported that his doctors are not sure how to diagnose or treat his issues. The patient has a follow up appointment with the surgeon. Exact date was not provided. The patient also described feeling myopic. When it gets darker at night, his vision is poor. He can see without glasses, however, he stopped night time driving because does not feel safe. The doctors have told him the positioning of the lens is ok, he has no infection, his retina and cornea fine, and his eye pressure is fine. Central vision in the left eye is clear, but the right eye central vision is not as clear. The patient has not received any treatments at this time. The lenses remains implanted. No other information was provided. This report captures the lens implanted in patients left eye. A separate report will be filed for the right eye.